Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 434906603(64442525). Associated product information, part (lot): 436304025(64464734), 434903300(66209690). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left reverse total shoulder arthroplasty. Subsequently, the patient was revised due to component dissociation approximately 1 month post implantation. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: concomitant medical products, part (lot): -00436004000(66418296). -00436202500(64802668). The following sections were updated/corrected: b4; b5; d2; g1; g3; g4; g6; h1; h2; h3; h6; h10. The reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.